Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient was reexamined and attachments on the posterior surface of the lens were observed. In a separate visit the lens was removed and replaced intraoperatively for a same model and length lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 type of investigation 3331 device history record (DHR) review: DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Additional action: lab analysis was conducted and found 5 particulates to be composed of the following materials: zinc metal with significant silicon and oxygen signal (4) iron with low level manganese (1). (B)(4).

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(6). H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage but foreign material on lens surface, specifically residue on the lens. H4 - device manufacture date: 16-nov-2023 corrected 13-nov-2023. Claim #(B)(4).